Event description:
Plaintiff alleges suffering and sustaining severe and permanent injuries, has endured pain and suffering, disability and disfigurement, loss of normal life, loss of the ability to enjoy life, and incurred medical expenses and loss of earnings, all of which are permanent. Plaintiff's wife alleges loss of love, society, companionship and affection as well as loss of money, goods and services of plaintiff.